Event description:
It was reported that the device displayed a flashing wrench and logged an event code indicating a critical failure. There was no patient use associated with the event.

Manufacturer narrative:
(B) (4): physio-control is anticipating the device return for evaluation and continues to investigate the reported problem. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.